Event description:
A u.s. Distributor returned a monitor and reported monitor was displaying a service code.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code displayed) has been confirmed. Upon investigation the monitor displayed service code 204 (belt/monitor unusable) and did not pass essential performance testing. The cause for the failure was an internally shorted u601 on the ca board. The root cause for the defective u601 component could not be positively identified. There were no adverse events associated with the monitor malfunction.